Event description:
As reported, approximately three months post the initial right reverse shoulder arthroplasty, the patient developed instability due to cuff failure. The patient was revised with a +4mm 42mm glenosphere, +5mm humeral tray and +2.5mm constrained liner. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
D10: (B)(6) 300-30-08 - equinoxe preserve stem 8mm, (B)(6) 315-35-00 - glnd kwire, (B)(6) 320-10-00 - equinoxe reverse tray adapter plate tray +0, (B)(6) 320-15-02 - rs glenoid plate sup aug, 10 deg, (B)(6) 320-15-05 - eq rev locking screw, (B)(6) 320-20-00 - eq reverse torque defining screw kit, (B)(6) 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm, (B)(6) 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm, (B)(6) 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm, (B)(6) 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm, (B)(6) 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm, (B)(6) 320-38-03 - equinoxe reverse 38mm humeral liner +2.5, (B)(6) 531-20-00 - shldr gps rvrs drill kit, 11018121008 (B)(6) - gps implant kit v2. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of complaint history determined that no further action is required as no trends were identified. A definitive root cause was unable to be determined with the information provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.